Manufacturer narrative:
Corrected data: h6 (investigation codes) & h10 (additional narrative data). An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The patient's weight was obtained via follow-up and provided.

Event description:
Additional information gathered via follow-up revealed the patient's ipg was explanted and replaced to address the patient's issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event date is estimated to be (B)(6) of 2020. The patient's weight is unknown at this time.

Event description:
It was reported the patient's ipg was deemed inoperable following the patient undergoing an unrelated surgical procedure on (B)(6) of 2020. It is unknown if the patient's ipg was set to surgery mode prior to the procedure. In turn, the patient may undergo surgical intervention.